Event description:
Caller reported blood glucose results of 447 mg/dl, 235 mg/dl, 90 mg/dl, 54 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.